Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. Reportedly the customer is wearing the cartridge for longer than 48 hours with humalog insulin, and not removing the cartridge air. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours with humalog insulin, and not removing the cartridge air. Is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level.